Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter fusiform thoracic aneurysm was reported. Proximal aorta was 40 mm in diameter and 136 mm in length. Distal aorta was 32 mm in diameter. Right and left common iliac arteries were 9 and 20 mm in diameter. The right and left femoral arteries were 6 and 7 mm in diameter. The access vessels were non-tortuous and non-calcified and the aortic neck had no mural thrombus. The aorta has moderate tortuosity. Prior to implant an iliac conduit to existing graft was performed. It was reported that at the patient¿s one month follow-up a CT with contrast revealed a 70 mm in diameter and 94 mm in length thoracic aneurysm, with no evidence of an endoleak. The patient is being monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: lack of information (unknown cause of aneurysm enlargement); inherent risk of procedure (aneurysm expansion). Conclusion: lack of information (unknown cause of aneurysm enlargement).